Manufacturer narrative:
(B)(4). The incident unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a tubal ligation a bipolar instrument (non-covidien) activated for short periods of time by itself. These additional non-covidien accessories were in use 26196hr, 26176hs, 26176ht, 26176la. There was no patient injury.